Event description:
Adverse event(s): "no patient injury" (no consequences or impact to patient). Product problem(s): "the phaco handpiece was not recognized" (device operates differently than expected). The scrub technician reported the phaco handpiece was not recognized by the system. The phaco handpiece function was disabled on the system. A different model phaco handpiece was used to complete the case. After the case, the system was switched out and the remaining cases were completed. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and could not duplicate the problem reported. The company service representative observed the scrub technician selecting the phaco handpiece function, and the system worked as intended. The company service representative observed that if the incorrect phaco handpiece function is selected for the phaco handpiece connected, a system message will display. The system was then tested and met all product specifications. (B)(4).